Manufacturer narrative:
Upon further investigation of this reported event, the following information is new and/or changed: date received by manufacturer, indication that this is a follow-up report, follow-up due to additional information, list correction/removal reporting number. Terumo cardiovascular systems corp. (B)(4) has initiated a recall. The number associated with the recall is 1212122-12/08/2017-003-r. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted may 8, 2017. Upon further investigation of this reported event, the following information is new and/or changed: (B)(4). Our supplier has confirmed the complaint for a leak internal to the lg6ns filter. During recirculation testing, our supplier was able to confirmed the leak from the autovent. The filter was then subjected to a hydrophobic pressure test to determine the exact location of the leak. Next, our supplier cut the sample open in order to examine the media disk and observed a scratch directly under the location where red dye had penetrated the media. All lg6ns inlet sub-assemblies are subject to 100% hydrophobic integrity testing during the supplier's manufacturing process. Our supplier believes that the scratch occurred after the testing process, during manual assembly. They will continue to monitor and trend the product's performance and take further action if deemed necessary. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted may 8, 2017. (B)(4). The sample was received and decontaminated. Photographs of the decontaminated sample were reviewed. There was no external damage or deformities noted on the filter. The tubing on both inlet and outlet ports were pushed past the first barb and tie banded. There was a collection of dried blood above the media filter. A buildup on blood could also been seen at the vent port of the top of the tubing. The sample has been sent to the supplier for further analysis. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted may 8, 2017. Upon further investigation of this reported event, the following information is new and/or changed: (date received by manufacturer), (indication that this is a follow-up report), (additional information and device evaluation). Our supplier further clarified their initial evaluation of the sample. A flow rate evaluation was performed at values of 1-5 l/min and it perform as expected. There was a n observation of a large air bubble that remained within the housing and did not autovent. The complaint was confirmed after the flow rate evaluation, bubbles was seen leaking from the autovent when it was left running for 10minutes at 3 l/min. The returned sample also failed hydrophobic pressure testing at 3 psi after 5 seconds testing. Our supplier reopened the investigation to further investigate the occurrence. Our supplier found that within the manufacturing process a larger storage tote may have allowed the sub-assembly to shift during transit potentially causing the scratch seen in the previously analysis. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
(B)(4). Device has not been returned. The photo received from the customer did confirm the issue of leakage internal to the filter housing. From the photo and information received the leak was not external to the filter but across the hydrophobic portion of the filter. This is located at the top of the filter housing and above the filter media. There were no issues noted from edhr review or incoming inspection records. Since no device has been returned we were unable determine a root cause for the issue. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).

Event description:
It was reported that during use of the procedure kit during cardiopulmonary bypass, there was a blood leaked through the hydrophobic portion of the (leukocyte) filter. The unit was bypassed. The surgery was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.